Event description:
There was medical intervention. Long kerrisons and a ti nail extraction rod were used to grab and scoop out the fragments; additional surgical time and x-ray usage were required. For the patient's status, there was no reported adverse outcome.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that the "12.0mm reamer head for ria 2 sterile" was found to be broken from the prongs. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the "12.0mm reamer head for ria 2 sterile". Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing location: supplier ¿ fathom manufacturing llc (mark two engineering) / inspected and packaged by: monument release to warehouse date: 17-may-2023, expiration date: 31-mar-2033, part number: 03.404.020s, 12.0mm reamer head for ria 2-sterile, lot number: 6064p34 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log rev a, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25587 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m020, ria ii reamer head 12.0mm, lot number: 4452p45. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, rev b met all inspection acceptance criteria. Certificate of compliance received dated 21-apr-2023 was reviewed and determined to be conforming. Certification for heat treat supplied dated 27-mar-2023 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 51.5-51.9 hrc. Certificate of compliance supplied dated 17-jan-2023 was reviewed and determined to be conforming. Certificate of tests supplied to banner medical from carpenter dated 02-dec-2022 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2023, the retention tabs (tines) of the ria 2 head broke during usage in the femoral shaft. Laparoscopic graspers were opened to extract the fragments. Three of the four fragments were retrieved, and one remained in the proximal femur, out of reach of all instruments available. The surgery was completed successfully with a 30-minute delay. 120 seconds of additional fluoroscopy were required. This report involves one 12.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).